Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with the av impads. It was reported that the patient developed moderate to severe skin breakdown and medical intervention was required.